Event description:
Boston scientific received information a non-bsc right ventricular (rv) lead shorted the device system. A revision procedure was performed and the device was explanted and replaced with a pacemaker system. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.